Event description:
Pt had a dual chamber defibrillator implanted for ventricular tachycardia. It was noted that the pacing threshold in the atrium had risen to 4 volts and the p wave amplitude was approx 1 millivolt. The atrial lead was replaced.